Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported that a pt who underwent bilateral lasik presented with signs of superficial punctate keratitis at the one-month postoperative visit. The pt was experiencing light sensitivity. In a f/u, the director indicated that the event had resolved by the three-month f/u visit.